Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a captivator emr device was to be used in the esophagus during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During preparation, the suture broke during assembly. The procedure was completed with another captivator emr device. There were no patient complications reported as a result of this event.